Event description:
It was reported that the in office battery voltage was 2.54v and the device's daily measured battery voltage was 2.89v on (B)(6), 2010. It was further reported that the battery voltage was 2.14 v in the office. Review of device data showed the voltage to range from 2.76 to 2.97 v. The device remains in use. The device remains in use. No patient complications were reported as a result of this event.

Event description:
It was reported that the in office battery voltage was 2.54v and the device's daily measured battery voltage was 2.89v on (B)(6) 2010. It was further reported that the battery voltage was 2.14 v in the office. Review of device data showed the voltage to range from 2.76 to 2.97 v. The device remains in use. It was later reported the device reached elective replacement indicator (eri) just (B)(6) after a device check in the clinic. It was suspected the device had early battery depletion due to high battery impedance. The device was explanted and replaced. No patient complications were reported as a result of this event.

Event description:
It was reported that the in office battery voltage was 2.54v and the device's daily measured battery voltage was 2.89v on (B)(6) 2010. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device showed low telemetered battery voltage. On (B)(6) 2010, the battery voltage with telemetry was 2.54v and the daily measurement was 2.89v.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): the actual device was not received for evaluation. Performance data collected from the device showed low telemetered battery voltage. On (B)(6) 2010, the battery voltage with telemetry was 2.54v and the daily measurement was 2.89v.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. Performance data collected from the device showed low telemetered battery voltage. On (B)(6) 2010, the battery voltage with telemetry was 2.54v and the daily measurement was 2.89v.